Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at diaphragm the nurse in the infectious disease department found that a large amount of blood oozed from the prn cap during the process of blood collection for indwelling needle puncture in the clinic. The patient was an hiv carrier, and the puncture teacher did not wear gloves during the operation, which caused great mental panic to the puncture person. Later, after inspection, there was no wound on the patient's hand. At the same time, the head nurse still reported that the jingma needle is dull and stiff. At present, our hospital has already reported complaints about the stiffness of the jingma withdrawal needle to the departments of breast and thyroid, infectious diseases, gynecology, and infectious diseases. Clinical sales have dropped by one-third to one-half. Please ask the quality control department to urge the factory to improve the process as much as possible. Thank you.

Event description:
No additional information available.

Manufacturer narrative:
1.DHR/bhr review (lot#4081490): 1)the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 photo, no actual sample. The photo shows that the product has been used, the specification is 24ga, and there is blood oozing from the end of the prn. 3. Take the retained sample of this batch for relevant functional tests: prn torque off force test and 45psi leakage test. The test results show that they all meet the product specifications. 4. Possible causes of prn leakage: in the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn is suggested to be tightened before use to prevent leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because no defective sample has been received for further testing, the root cause of the leakage cannot be confirmed. The plant will continue to track and trend for this issue.